Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 407 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that they accidently connected his set to their body prior to filling the tubing. The customer stated that they felt they had low blood glucose before experiencing the high blood glucose levels due to physical activity thought-out the day. The customer did not return the product back for analysis.